Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The implant dates are reported as (B)(6) 2009. The hospitals are reported as: (B)(6). The surgeons are reported as: dr (B)(6).